Manufacturer narrative:
Device power up properly after battery installation. Unit received with high sleep currents due to corroded electronic assembly. Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. The battery tube was found corroded per visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump did not turn on after inserting a new battery. The customer¿s blood glucose level was 232 mg/dl at the time of the incident. The insulin pump will be returned for analysis.